Event description:
10/31/96 inflatable penile prosthesis was placed. Pt had persistent pain since procedure. He also required circumcision for paraphimosis 3 weeks after procedure. He has had a painful necrotic ulceration at the corona after circumcision which had not healed. Treated empirically with cipro 50mg bid x30 days for presumed low grade prosthesis infection and finally admitted on 2/19/96 for prosthesis removal when conservative treatment failed to resolve problem. Cysto was performed during hospitalization prior to removal of prosthesis on 2/20/96. The prosthesis was removed and not replaced. Add'l model # 72400225/700, 72400152, add'l lot # aw401004, aw837010.